Event description:
Caller reported that cartridge leaked insulin at vial adapter. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer successfully changed cartridge and resumed insulin therapy, and technical support initiated a return process for the defective cartridge.